Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed, the right atrial (ra) lead exhibited under-sensing of atrial fibrillation (af) episodes. No intervention was performed, the patient would continue to be monitored remotely. The patient was stable.